Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 133 mg/dl and 412 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report death, serious injury or mistreatment associated with this event.